Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level under 30 mg/dl. The customer reported having a bad insulin reaction. The customer felt his blood glucose level was low and treated with three glucose tablets while in his truck. The customer stated the police and ambulance were dispatched and transportation to the hospital was provided. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.